Event description:
It was reported the patient¿s controller showed the low battery warning for the ipg and the ipg stopped communicating with external devices soon after and was deemed inoperable. Next course of action is undetermined at this time.

Event description:
Additional information received indicates that surgical intervention may be taken to address this issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.